Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (highly angulated aortic neck); unapproved use of device (90 degree infrarenal neck angle). Conclusions: 22 known inherent risk of a procedure (endoleak); device failure related to patient condition (highly angulated aortic neck); off ¿label, unapproved or contraindicated use (90 degree infrarenal neck angle).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm fusiform abdominal aortic aneurysm. The proximal aortic neck was 43 mm in length, and 21-21.5 mm in diameter. The infrarenal neck angle was 90 degrees. The left internal iliac artery was tortuous. The right and the left common iliac artery were severely calcified. The medical history is unknown. It was reported that the main body of the stent graft was deployed just below the renal artery. The proximal neck was angulated and there was a gap between the stent graft and the greater curvature of the proximal neck resulting in a proximal type I endoleak. The supra-renal stents touched the greater curvature and the physician didn¿t add an aortic cuff because it was thought to be high risk. The physician embolized the gap of the greater curvature and angiography showed the endoleak significantly diminished. The leak flow was delayed and the physician believed the endoleak would self-resolve within a few days. No additional clinical sequelae were reported, and the patient is doing fine.